Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 87 mg/dl and the sensor glucose was 43 mg/dl at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that, she experienced change sensor and sensor glucose verses blood glucose issues. Customer stated that, her blood glucose was either 78 mg/dl or 87 mg/dl. Customer stated that, she continued to restart her basal during this time of the threshold suspend occurring and also stated that, the blood glucose was little higher than normal but nothing over 250 mg/dl. Insulin delivery was suspended due to sensor glucose values. The sensor will not be returned for analysis.